Manufacturer narrative:
Hyphema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference #: (B)(4).

Event description:
Clinical follow-up was requested and on 8/8/2016 the surgeon provided the following additional event details. At the time of iop rise the patient was on an additional glaucoma medication as compare to pre-operation and was compliant. A paracentesis was performed initially to treat the iop. The surgeon reported that a transient hyphema was the primary reason for the iop rise. The uveitis has resolved though the surgeon now suspects trabeculitis. The patient's iop remains elevated (poorly controlled) and is on maximum treatment. Additional information will be requested.

Manufacturer narrative:
Elevated iop is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional details. The surgeon alleged that multiple unsuccessful attempts at istent implantation caused or contributed to the uveitis. The uveitis is persistent and the patient is being treated with medication. The patient's prognosis is guarded. The patient may require a glaucoma shunt due to elevated eye pressure on maximal glaucoma medication. Additional follow-up will be requested.

Manufacturer narrative:
The device was discarded by the user and is not available for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Uveitis is listed in the device labeling as a known inherent risk of glaucoma stent surgery. Submitted to FDA on: 02/03/2016.

Event description:
Surgeon reports being unable to implant the istent due to patient anatomy. Postoperatively the patient presented with uveitis in the operative (right) eye. The patient was prescribed betimol twice per day in both eyes, simbrinza three times per day in both eyes, and fml twice per day in the right eye. The patient''s iop was 22 mmhg. Patient being monitored for changes in vision and iop.

Manufacturer narrative:
MFR reference # (B)(4). Submitted to FDA on 3/8/2017.

Event description:
Additional follow up was requested and on 3/7/2017 the surgeon provided the following event details. The uveitis, inflammation and elevated iop was reported to have improved with medications. The adverse events were reported to have resolved.